Event description:
It was reported that the device therapy connector was pulled out of the device front case. The reporter was not aware of how the issue occurred. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue, the therapy connector was pulled out. Physio replaced the front case assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.